Event description:
It was reported a pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. It was noted that the patient had a trivial effusion prior to the procedure. The posterior takeoff of the left atrial appendage (laa) made visualization from the right atrium (ra) difficult. The intracardiac echo (ice) catheter was positioned in the coronary sinus to eliminate the possibility of thrombus in the laa. The transseptal was performed with a versacross connect system. There was trouble with transeptal due to an aneurysmal septum. There was initially some issue with reach to the septum, but the versacross dilator was removed from the body and more curve was added which allowed for the necessary tent. Difficulty in reach was noted. The transseptal puncture was performed successfully. The first 31mm watchman delivery system (wds) was attempted but the device turned inferior and folded on itself. Upon redeployment there was suspicion of a crossed strut. The device was removed, and a new 31mm wds device was deployed twice. A moderate right sided effusion was noticed, but the patient was stable and had no changes to heart rate or blood pressure. The wds was repositioned a third and final time. The device met position, anchor, size and seal (pass) criteria and was released. The physician then performed a pericardiocentesis to prevent any possible complication. The patient remained stable throughout the entire procedure and was discharged the next day. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.